Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of their homechoice machine during fill 1/4 of their automated peritoneal dialysis (apd) therapy. Reportedly, after receiving the error message, hp noted that a supply line of the homechoice set became disconnected from a supply bag. Hp thinks their toddler may have inadvertently done this. Tsc assisted hp in ending therapy early and advised hp to setup with new supplies to complete therapy. Per rn, no patient injury or medical intervention was associated with this incident.